Event description:
Additional review determined it was reported that the patient had a (B)(6) osteomyelitis and discitis infection, secondary to a "hardware" infection of the lumbosacral spine. It was unclear if "hardware" referred to the device system, or if the patient had additional spinal hardware.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l61548, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving intrathecal medications via an implanted pump system. The pump was deliver morphine sulfate 25 mg/ml at 12.5 mg/day; fentanyl 1.5 mg/ml at 0.75 mg/day; baclofen 0.1 mg/ml at 0.05 mg/day; and ketamine 2 mg/ml at 1 mg/day. The pump and catheter had to be removed due to infection. The patient had a (B)(6) osteomyelitis and discitis infection, secondary to the infection of their device system in the lumbosacral spine. They received prolonged intravenous antibiotic therapy with tigecycline. Their (B)(6) isolate was resistant to all oral antibiotic therapies, and their allergies precluded the use of vancomycin or daptomycin. Tigecycline and possible ceftaroline were the only two antibiotics that they could likely tolerate for the treatment of osteomyelitis. They had done well off of antibiotic therapy without evidence of recurrent disease. The hcp did not have evidence for recurrent infection as of an office visit on (B)(6) 2011. They were to check their sedimentation rate and their c reactive protein to make sure they were stable. At that time, the patient was to check back in the outpatient infectious disease after approximately three months. They had pain secondary to the infection. The denied any fever, chills, or night sweats. Their lower back pain was without significant change. Their pain medication was increased; however, they then had it reduced due to side effects. They denied drainage from their back wound. The patient appeared to be chronically-ill in no distress. Vitals included a temperature of 98.1 fahrenheit, pulse 61, and blood pressure 111/58. Examination of their back revealed a well-healed incision. There was markedly less hyperpigmentation of the skin surrounding the surgical incision. There was a loss of sensation around the surgical incision to light touch, which was without change. Examination of their skin revealed a decreasing amount of minocycline skin staining of the lower extremities.